Event description:
It was reported that pump display had pixel issue with white pixels stuck on screen that impaired reading and interaction. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived.